Event description:
It was reported patient was not receiving effective therapy and x-rays confirmed that both the leads had migrated. As such, surgical intervention was undertaken on (B)(6) 2025 wherein one lead was replaced, and another lead was repositioned. Effective therapy was restored.

Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.